Event description:
It was reported that there was pacing failure while the external pulse generator (epg) was in use. The epg and the patient cable were exchanged and a checkup request was received for the cable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was found to be fractured. (B)(4).